Event description:
The patient reported that subsequent to the implant of a protegen sling and rectocele repair in april 1997 patient experienced vaginal bleeding and infections, pain and incontinence. Patient reported that part of the sling fell out during urination. The patient reported the device was removed. The device was not returned for evaluation. Directions for use outline as potential complications: "infection... Loss of fixation and/or visualization of implanted graft materials..."